Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarm noted. However, pump error alarms found in the pump history due to software error. The insulin pump was received with scratched case and pillowing keypad overlay. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer also reported that they received pump error alarms. The customer's blood glucose was 270 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.